Event description:
A hospital in (B)(6) reported that an iw910jeu baby control mobile infant warmer had a broken upper head case. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint upper head case of the iw910jeu baby control mobile infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that an iw910jeu baby control mobile infant warmer had a broken upper head case. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head casings, upper harness connector, and light box of the affected iw910jeu baby control mobile infant warmer were returned to fisher & paykel healthcare for evaluation. The returned components were visually inspected. Results: visual inspection revealed that the front dome of the upper head casing was crazed, cracked and had broken off. The head label area was also crazed and cracked, and the label was torn. The lower head casing had some stains, possibly due to unknown chemicals that came into contact with the casing. The housing of the upper harness connector was slightly discoloured. The light box tab was broken, possibly due to excessive force applied. Conclusion: the cracking and crazing observed on the heater head casings were most likely caused by environmental stress cracking (esc) due to the head casings coming into contact with incompatible cleaning solutions, reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connector was most likely due to arcing that occured between two electrical contacts, leading to contact failure. The arcing was probably caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. All damaged components were replaced by a trained fph technician at fph service centre in (B)(4). The warmer head was given an electrical safety check, and returned to the hospital for full electrical safety and performance check with the infant warmer's controller assembly.